Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: :d314trg crt-d, implanted on (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The physician stated that the due to right bundle block and intact conduction right ventricular (rv) pacing only was established and the lv lead was programmed off. No patient complications have been reported as a result of this event.